Event description:
The physician was attempting to use a 3.50mm diameter x 38mm length endeavor resolute (rx) drug eluting stent but the stent could not cross lad lesion. The stent shaft broke in the middle segment while pulling back the stent. It was reported via the facility that the physician applied inappropriate force resulting in the damage to the device and have requested the complaint to be cancelled. Patient reported as safe with no complication . Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). No results available since no evaluation was performed (product not returned for evaluation). None (no device received for evaluation). Failure to follow instruction - (inappropriate force used). Evaluation conclusion: known inherent risk of a procedure (stent deformation). Unable to confirm complaint (no device returned). Failure to follow instructions (excessive force used). (B)(4).